Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the model and serial number were not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, it¿s likely the customers¿ understanding differed from the olympus recommendation in device handling and/or reprocessing steps. A final root cause of this event was unable to be identified. The following is included in the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), a videoscope was reprocessed with an endoscope reprocessor that exhibited error e21, indicating that air was not flushed through the scope channels on the device, and that had yellow connector in the basin with a missing part. The customer confirmed, none of the scopes that were reprocessed with the reprocessor in this event were used on a patient. There was no harm or user injury reported due to the event. This report is for the videoscope that was potentially incorrectly reprocessed (the model number and serial number of the scope in this event was not provided). Patient identifier (B)(6) captures the complaint on the reprocessor (model number: oer-pro, serial number: (B)(4)).